Manufacturer narrative:
Abbvie soltraqs reference record (B)(4). Additional information: on 22-jul-15 received date of implantation and explant of the peg tube. If any further relevant information is identified, a supplemental medwatch report will be filed.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. The batch record was reviewed, and no non-conformances or deviations were identified. A return sample eval was not performed because tubing remains implanted. The catalog number provided is the domestic list number that is comparable to the international list number in the "other" field. If any further relevant info is identified, a supplemental medwatch will be filed.

Event description:
It was reported that a (B)(6) on duodopa therapy suffered from severe chest pain and severe back pain. The pt experienced severe chest and back pain on (B)(6) 2015 at her home. The pt was brought to the hospital by ambulance. The pt was being monitored at the hospital. The pt was taken for computed tomography (CT). Doctors diagnosed as pneumoperitoneum. Oral intake was stopped. Ceftiriakson, 1x2 mg p.o. Antibiotic treatment was initiated. It was followed and the pt was discharged 3 days later.